Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient, reporting 2 days after surgery, there was a leak at the 1.2 micron filter. The unit was powered down and tubing was clamped and patient was told to call the anesthesia department at the hospital to find out how to proceed. The tubing did not get replaced, they were told to discontinue and remove the catheter. All doses thereafter were lost. Device operator was a patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.